Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was stretched and broken fractured. The main coil suture was broken but not melted. The delivery wire was kinked/bent likely due to handling during use. A functional evaluation could not be performed due to the condition of the returned device. No other anomalies were observed. Information available indicated that continuous flush was not maintained. As per the device directions for use (dfu) "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". It is possible that the insufficient flush contributed to the observed damages to the main coil. Based on the information available and analysis of the device, an assignable cause of use error will be assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was broken/fractured. No clinical consequences were reported to the patient.